Manufacturer narrative:
A case of ineffective stimulation due to lead migration was reported to abbott. The physician has confirmed right lead migration via x-ray. The system was explanted and no devices were retuned for evaluation.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30730, 3006705815-2020-30733. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.